Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely high micro albumin (ma) results generated by the unicel dxc 600 pro synchron clinical systems. Only one patient's results were provided. The customer indicated the sample was sent to another lab and the obtained result was lower. Patient results are shown. The incorrect results were not reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
Sample was a random urine. Qc data provided by customer shows that the low level qc is frequently out high. A field service engineer (fse) was dispatched: the fse replaced the collar and sample probe. The fse ran a carryover test and precision run and obtained acceptable results.